Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported infusion set cannula was bent and had high blood glucose levels of 400 mg/dl and was treated with manual injections on (B)(6) 2026 and it has been in use for two hours.